Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was 24 weeks pregnant and experienced an issue with her personal diabetes manager (pdm), which displayed a "memory corruption" alarm on the screen. This malfunction rendered the device unusable, leading to a hospital visit. Due to the patient's pregnancy, a non-stress test (nst) was initiated to monitor the baby, and the patient was admitted for overnight observation. In the interim, the patient transitioned to multiple daily injections while awaiting delivery of a replacement controller.

Manufacturer narrative:
The case description states that the user's controller displayed a memory corruption message and their pod is not connecting. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the log files found that no alarms had been generated. The timestamps of the logs showed the app first being initialized on the day prior to the date of occurrence, indicating that this was a new instance of the application. It could not be determined if this new instance was caused by a memory corruption alarm. After initialization, the user was able to activate a new pod with no issues. The exact cause of the reported event could not be determined.